Event description:
It was reported that this patient was admitted to the critical care unit within the hospital as they received a shock from their implanted subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient also has a concomitant cardiac resynchronization therapy defibrillator (crt-d) device and upon further review, it was found that this right atrial (ra) lead exhibited noise over-sensing, which resulted in multiple inappropriate atrial tachy response (atr) episodes. Troubleshooting steps and reprogramming options were provided. The device was reprogrammed, and evidence suggests that this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).